Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device detected t-wave oversensing (twos) during lv only pacing. There was cardiac resynchronization therapy (crt) loss when twos occurred. It was also reported that the right ventricular (rv) lead exhibited constant twos during lv only pacing and intermittent twos during rv pacing threshold test. Adjusting the sensitivity failed to eliminate the twos. No twos was noted with non-adaptive biv pacing reprogrammed to fixed crt. The device and lead remain in use. No patient complications have been reported as a result of this event.